Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous mid right coronary artery (rca). The calcification was superficial and soft. An 8mm x 4.5mm quantum maverick balloon catheter was used to pre-dilate the lesion when it ruptured at 12 atms. The number of inflations is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.